Manufacturer narrative:
The technician found no visible damage to the ac power cord but replaced the power cord to repair the bed.

Event description:
Information received indicates the bed lost ground.